Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call, the sensor readings were inaccurate. During the call the sensor triggering the threshold suspend feature on the insulin pump when blood glucose wasn't low. Customer's blood glucose was 253 mg/dl and sensor reading was 53 mg/dl. Threshold suspend feature is set up to go off at 60 mg/dl. Troubleshooting wasn't performed. The customer is not returning for analysis.